Event description:
It was reported that a patient had muscle relay issues and a condition called vulvodynia. It was noted that the patient had not had the device on for a couple of years because she had not had any problems and now the patient was having problems with pelvic issues. It was reported that the patient had an appointment on (B)(6) 2014 to ¿get it going again and everything.¿ the reporter stated that the patient was having pain and some spasms and nothing was taking care of it ¿such as narcotics.¿ it was reported that the patient thought maybe her stimulation could possibly help this. It was later reported that the patient was having concerns regarding her device or therapy but would work with her doctor. It was noted that the patient had to shut it off and it had started to cause her severe vaginal pain. It was reported that the patient was diagnosed with vulvodynia, but that was not the problem, the ¿unit went wacko.¿ additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant product: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v217191, implanted: (B)(6) 2009, product type lead. (B)(4).